Manufacturer narrative:
During the analysis of the lead, insulation damage was noted 7 cm and 17 cm distal to the connector pins. This type of damage is most likely the cause of the clinical complaint. The analysis revealed no evidence of a material or manufacturing defect. Rather, the damage pattern indicates a significant mechanical stress during implantation. The location and characteristics of this damage can be considered due to a simultaneous occurrence of strong pressure on the lead at the ICD and friction between the lead and the ICD housing. X-rays or other diagnostic images that would provide more information regarding the positional relationships of the implanted system were not provided. All other damage to the lead probably stemmed from the explantation process. There were no indications of material or manufacturing defects.

Event description:
Ous MDR - after an implantation time of about 21 months, oversensing was reported. No worsening of the patient's state of health was reported.